Event description:
The customer initially called to report that the insulin pump was giving an alarm. The customer was assisted with the alarm. The customer then stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.